Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. The pedicle screw removal was part of a revision surgery to address two broken rods. Reference reports 3012447612-2017-00679 and 3012447612-2017-00680 for the broken rods.

Event description:
It was reported that the shaft of a pedicle screw broke off during removal. The surgeon decided to leave the shaft within the patient and only remove the tulip and top of the shaft. There was no further patient impact.

Manufacturer narrative:
The returned screw was evaluated. As reported, the screw shaft has fractured across the neck of the screw, which is the smallest cross-section of material. There are several possible causes that may have led to the failure seen. As the screw had been implanted for several years before removal and the complaint states that there appeared to be fusion, the most likely cause would be that the screw had somewhat integrated with the body via bony on growth, blood vessel/scar tissue formation, etc. Which kept a stronger hold on the screw as the surgeon was attempting to remove it. This would have led to a larger necessary applied force for removal, leading to the fracture. It is also possible that some event took place with the patient prior to the revision surgery (such as a fall or high-impact activity) that may have caused the rod to bend as described and weakened the integrity of the screw. Then when the surgeon went to remove it, its weakened state would have allowed for the fracture to more readily occur. Finally, the complaint states that the patient was heavy which may have made it difficult to directly approach the surgical site, the surgeon may have had to insert tools at slight angles which can also cause devices to more easily fail. The product labeling was reviewed and found to contain instructions regarding device removal.